Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From lonely information initially provided, the cause for the event cannot be determined. Indeed, several attempts were made; however, the agent who covered the event left the company. Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device disassembly is undetermined. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. If additional information was received, another report will be sent. Not returned to manufacturer.

Event description:
Mobi-c p&f us: disassembly. From information provided, for both wasted items, lower endplate was rotated 90 degrees upon first c arm shot. Surgeon spent 15 minutes trying or fix it and when he thought it was fixed we noticed that the core of the device had rotated 90 degrees. The surgery was completed successfully with another implant of the same size. Attempts have been made and no further information has been provided.